Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of a 4.1 cm abdominal aortic aneurysm. There was a right iliac aneurysm of 3.6 cm, and a left iliac aneurysm of 2.4 cm in diameter; the aortic neck was 32 mm in diameter and it was 22 mm in length. The iliac arteries were severely tortuous. It was reported that 10 years ago a dacron graft sewn in just above the aortic bifurcation to about 2 cm below the renal arteries for treatment of a ruptured aneurysm. The device was attempted to be inserted via both the right and left access vessels; however, the device could not be inserted to the intended landing zone due to the severe tortuosity and the delivery system kinked. The device was removed from the pt and it was discarded by the user facility. The physician inserted two lunderquist wires, used a 24 fr dilator and advanced and implanted a smaller in diameter which was the size available at the facility. This was deployed at the level of the renal arteries. Upon final angiogram there was a slight proximal type 1 endoleak. The decision was made to not further intervene at this time and to monitor the pt, since the endoleak was minor. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results/conclusion: (severely tortuous iliac arteries), (device was used with a dacron graft).